Event description:
Ruptured left implant. A 46 yr old white gravida 0 female status post subglandular gels, of unk type, in 1978 for augmentation. No records. Complaints of decreased size over years. No history of trauma. Positive recent left- sided pain radiating to arm. Positive systemic complaints for years including: arthralgias,myalgias, paresthesias/dysesthesias,fatigue,adenopathy, hot flashes, fevers, night sweats, headaches, neurocognitive problems, sicca, rashes,choking sensation, increased cholesterol, and gastrointestinal/genitourinary problems. Otherwise healthy. Exam positive for left 30 cc smaller. Bilateral grade I contracture. Left elongated to axilla w/ oily flow. Positive bilateral axillary lymph nodes. Positive left rupture, cohesive, gel, right minimum bleed, teardrop. Bilaterally,moderately, cloudy/yellow thin capsules.